Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: (B)(4) 2.3 serial number/batch: (B)(6) 2.4 software version: (B)(4) 2.5 hours of operation: 669 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No day of occurrence was indicated, therefore the last infusion on (B)(6) 2023 was investigated. At 09:56am a bd plastipak 50 ml syringe was inserted and a infusion started with a rate of 1 ml/h and a volume of 24 ml about 24 hours. The syringe was filled to 20ml. On the next morning at 05:11 am the hint "syringe near empty" occurred two times. The alarm was confirmed, and the pump was set into standby mode. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state, but the hinge plate was damaged. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50ml was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,65%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: the device was disassembled, and the inside was investigated. The drive was damaged by an impact damage. No other visible damage was found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. The damage parts are caused by an impact damage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400597240. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "overinfusion". According to the customer: "defective device - the treatment infused too quickly despite a coherent programming - broken door".